Manufacturer narrative:
B4: (B)(6) 2021. The customer replaced the flow sensor assembly to address the reported problem. This occurred outside of clinical use while being set up for testing.

Event description:
It was reported to philips that the device had a low leak c02 rebreathing error. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed advised there were no significant errors in the logs, but was able to duplicate the error. The rse advised the biomed to perform performance verification testing (pvt) to help diagnose. The biomed returned a call to the rse stating that the unit was failing performance verification testing (pvt) flow testing, with air flow set to 120 the flow on the pneumatics screen is reading 1.5 for air and 5 for o2, certifier is reading 230. The rse advised the biomed to replace the flow sensor assembly.